Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was continued and completed robotically using one eye of the high resolution stereo viewer (hrsv). While a definitive root cause cannot be established since the defective product was not returned for failure analysis, the potential root cause for this failure can be attributed to an internal component failure from left hrsv monitor.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed and reproduced the hrsv monitor issue. The customer elected not to repair the monitor. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted head and neck thyroidectomy surgical procedure, the customer reported to technical service engineer (tse) that the high-resolution stereo viewer (hrsv) left eye had no image. Tse confirmed with customer the left monitor was black. Tse guided customer to power cycle the system; however, the issue persisted. Tse guided the customer to secure the camera cable connector with no improvement. Tse guided customer check on vision side cart (vsc) touchscreen, both left and right eye image were normal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with original configuration. There was no patient injury or harm.